Manufacturer narrative:
The facility did not request service. No samples have been returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A hospital pharmacist reported two cases of severe endophthalmitis that appeared one day postoperatively. The surgeries were performed on different days by the same surgeon, same operating room, and both cases lasted less than 30 mins. The customer indicated the same lot for the probe and custom pack were used in each procedure. Current pt status is unk. Add'l info has been requested. This is the fourth of four medical device reports for this facility.